Event description:
Sentinel malfunction while prepping on scrub table. Basket difficult to release and wire unable to pass through. Manufacturer response for sentinel cerebral protection system, sentinel cerebral protection system (per site reporter). Unknown.